Event description:
While using a byte night aligners patient reported that their aligners are pushing into their gums, and they had to file the aligner a lot in the back because it was cutting their mouth. Additional information requested.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.